Event description:
It was reported by the physician that the patient's device was showing 25% battery remaining after being replaced 2 months prior. A review of the generator manufacturing records showed that it passed all functional specifications prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device was interrogated and was noted to have a battery status level of 75%-100%. Programming data was received for the patient's device. It was seen in the programming data that the patient's device measured battery voltage of 2.846v was indicative of 25% remaining which was displayed. The estimated charge consumed was 8.402%. The voltage then rebounded to a higher level at a later time that the battery voltage was at 2.906v with 12.070% consumed which would correspond to a 75-100% indicator.